Event description:
It was reported that when a near syncope patient presented to the emergency room, the device was found to be in backup vvi mode. A device image could not reviewed since it was corrupted. A device code download was performed successfully and resolved the issue. The patient condition is fine.